Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reporting hearing an alert coming from the device. The patient indicated that they had just had surgery on their arm. Additional information was obtained that the patient was indicated to have received an inappropriate shock due to electromagnetic interference picked up by the device during their surgery as the device had not been reprogrammed nor had a magnet applied. The device remains in use. No further patient complications have been reported as a result of this event.